Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had unit not turning on issue. No one was harmed or injured.

Manufacturer narrative:
Updated fields: b4, e2, g1, g3, g6, h2, h3, h6 (investigation findings, investigation conclusion, type of investigation), h11. Corrected fields: e1 (initial reporter name), h6 (medical device problem code). A getinge field service engineer (fse) brought unit back to workshop, performed some initial diagnosis and tests. No good. No display function. Most likely corrupted when device was turned off mid loading on initial boot up with new executive board. Fse reinstalled old executive board and attempted boot up. Fail, still no display function. Reinstalled recently executive board that was installed during pm. Noted that new executive board showing aa code during boot up. Turned off device and plugged in d.01 usb and attempted force usb update via alt service mode. No display at the time. Display started working again and was showing update in progress. Updated successfully completed and display now working again. Performed all functional checks as per service protocol - passed. Tested display - passed, no issues. Unit to be returned to customer and est to be performed on site with cart. Unit returned back to hospital. Est performed and clinical functional checks performed - passed. Label updated and unit returned back to service.